Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 degenerative mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, the clip became entangled with the anterior leaflet, resulting in the inability of the gripper to lower during grasping attempts. Troubleshooting maneuvers were performed but were unsuccessful. Although full gripper descent remained unachievable, adequate leaflet grasp was ultimately obtained, and the clip was successfully deployed. The mr was reduced to grade 1 post procedure. There was no clinically significant delay reported.